Event description:
It was reported that the charger for the ilet system was not charging properly, as confirmed after the user tried multiple outlets and a control test charging a phone, which also did not charge. Symptoms included no clinical effects. Outcomes included no impact to health or therapy continuity reported. Investigation included basic troubleshooting and user education performed by support. Investigation of this case revealed a suspected malfunction of the external power supply/charger with failure to deliver charge. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charger component.